Event description:
The device was returned to baxter for service. During the evaluation for repair, the technician noted an inaccuracy in which, channel c was noted to over infuse during testing. There was no patient injury nor medical intervention required to prevent injury associated with this device.

Manufacturer narrative:
Evaluation summary: during evaluation reported condition of over-infusion was confirmed on channel c due to a defective pump head module (phm). The pump head module was replaced.